Manufacturer narrative:
The customer¿s report that system error 255-16-275 occurred sequentially on two different pc units was confirmed. The pcu error log recorded the error code 800.8000 on (B)(6) 2017 at 10:42pm. The concomitant pump module had an infusion of insulin 100 unit / 100ml started with a momentary safety clamp open alarm generated just prior to its starting. Approximately 30 minutes into the infusion a user selected the pump module, restored programming and selected the start key which triggered the system error. The inspection process did not find any issues or anomalies with the received pcu that would have contributed to the reported error event. The root cause is a software issue. When a system error occurs, all active modules will continue to infuse but in an alarm state.

Event description:
The customer reported a system error 255-16-275 occurred sequentially on two different pc units during programming, prior to patient use. There was no report of patient involvement.